Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis. The catheter flushed, but no as expected. A transport mandrel was inserted through the guiding lumen and a slight resistance was felt. An unknown material, leaving from the tip of the catheter was found. After that, no resistance was felt. The catheter flushed as expected. The ID of the balloon guide lumen was within specifications. The unknown material was determined to be very similar to a hair. A review of manufacturing records for lot number f38881 included review of sterilization, final assembly, hydrophilic coating, uncoated balloon catheter assembly, inner body assembly, molding of the manifold, molding of the strain relief, mixing of the lsr for strain relief, and the extruded tubing DHR. All were found to be complete. No outstanding discrepancies, design, quality concerns or higher than normal rejects were found. There was a review of similar complaint conducted at that time, and there were no similar events found. The resistance within the lumen was confirmed during analysis. The root cause of the complaint appears to be lumen blockage as a result of the unknown material identified as a hair. Once the material was removed from the catheter, it functions as expected. Although the unknown material was the cause of the resistance, it is not possible to determine where and how the material could enter into and stay in the guiding lumen. Quality control inspects 100 percent of the ID guiding lumen balloon catheters before release from the facility. Additionally, procedures exist which require gowns and hair nets to be used during production. This was an isolated incident and it was not possible to determine how or when the hair entered the guidewire lumen. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
An ascent balloon was found to be faulty upon guidewire introduction. A synchro-14 wire would not advance past the hub, and so was not used for intervention. During product analysis, it was determined that a hair was in the lumen. There was no serious injury or required intervention as a result of the event.